Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an unspecified procedure, three devices were used. The tissue pads of the two devices were separated. The intended procedure was completed with the third device. There was no patient injury reported. This is the first one of two reports.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.